Event description:
A healthcare professional called about the facility's three contour meters. On one occasion, paramedics tested a pt's blood glucose and received a reading of 253 mg/dl using one of the contour meters. The pt's glucose was retested using another meter and the reading was 37 mg/dl. The lower reading was more consistent with the pt's symptoms. The difference between the readings falls in the "e" zone of the consensus error grid, making the difference clinically significant. The customer also alleged out of range control results from 44 to 393 mg/dl. The results were confirmed by checking the memory of all three meters. The test strips and meters are to be returned for eval. Replacement products were sent to the customer.